Manufacturer narrative:
The following fields were updated due to additional information: b.5. Describe event or problem: it was reported that microbore extension set, IV connector. Was difficult to disconnect. The following information was provided by the initial reporter: material no.: mz9267 batch no.: 20056291 it was reported the maxzero is difficult to disconnect; it was fused into the smartsite of the alaris extenstion set 30262e after cleaning with chg/alcohol. D.4. Medical device lot#: 20056291 d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 10/7/2020 h.6. Investigation: customer provided the affected sample which consisted of a maxzero set, an extension set, and alcohol swipes. Using normal force, the connector was not able to be taken apart, verifying the difficult disconnection. A disconnection was achieved, but this took excessive force and a wrench. When alcohol was applied, the failure was not recreated in the lab, but since it is a known issue the complaint of maxzero sticking was verified. We have found that using 70% alcohol swabs on their own and not allowing the surface to completely dry can cause components to stick together. A device history record review for model mz9267 lot number 20056291 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. See h.10.

Event description:
It was reported that microbore extension set, IV connector. Was difficult to disconnect. The following information was provided by the initial reporter: material no.: mz9267 batch no.: 20056291 it was reported the maxzero is difficult to disconnect; it was fused into the smartsite of the alaris extenstion set 30262e after cleaning with chg/alcohol.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. FDA device problem code: 1528, 4044. FDA patient problem code: 2199.

Event description:
It was reported that microbore extension set, IV connector. Was difficult to disconnect. The following information was provided by the initial reporter: material no.: mz9267 batch no: unknown it was reported the maxzero is difficult to disconnect; it was fused into the smartsite of the alaris extenstion set 30262e after cleaning with chg/alcohol.